Manufacturer narrative:
Tracking #.49102. Ees #.980687/lacey. Device-a. D5:h4: information not available, device not returned for analysis.

Event description:
It was reported the devices were used during a nephrectomy procedure. It was reported the mcl20 clips were scissoring and would not hold tissue. The surgeon completed the procedure with a single reusable clip applier. There was no consequence to the pt.